Event description:
It was reported that the patient never had therapeutic effect; there was stimulation in the wrong location. As an action required as a result of the event, there was an explant. There were impedance testing and reprogramming done as diagnostics and troubleshooting performed. The patient expressed adequate coverage area initially but then during programmer they were unable to get coverage to the right area. The patient did not get coverage in the correct location and they felt her pain was increasing post implant. The device and leads were explanted. At the time of the report it was reported that the patient was alive with no injury

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).